Event description:
Pocket infection after implant. Dr. (B)(6) general surgeon from (B)(6) university had a battery change with patient on (B)(6) 2025. New battery serial number (B)(6). Patient was admitted with a pocket infection to (B)(6) hospital (B)(6) 2025. Talked with patient on (B)(6) 2025, she has been released from the hospital. The device remains in service. Patient's infection has been treated with antibiotics and patient is doing well. No further actions to be taken.